Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 27mm aortic valve experienced valve thrombosis 5 to 10 days postoperatively. The thrombus was observed on tee performed on pod10 and it was confirmed on CT scan. The aortic valve was implanted in a bentall procedure, the thrombus was affecting both the valve and the tube. Reportedly, heparin induced thrombocytopenia was diagnosed. No reintervention was performed or planned. The patient was placed under regular follow-up. In addition, it was reported that the patient had sepsis postoperatively with persistent fever. Blood cultures were negative, so there was not valve endocarditis as per medical opinion. The patient was medically treated with antibiotherapy for 5 days with amoxicillin and clavulanic acid.